Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that their implant was put in a ri diculous place by their shoulder blade and it was hard to access for their remote for charging. Agent sent an email to update patient's address and emailed patient physician listings. The patient was redirected to their healthcare provider to further address the I ssue. Agent sent patient physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.